Event description:
The site reported that during the patient¿s routine visit, he stated that when he experienced an alarm, the sound was very low. The vad coordinator was able to reproduce an alarm and confirmed that the alarm volume seemed low. For this reason, the controller was exchanged. The event was resolved without patient injury.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The controller was returned to heartware; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. These included clinical event, visual & functional testing and review of controller log files. Visual examination revealed no sign of physical damage. The event "low sound" was confirmed during functional testing. Loudness and pitch of all audible alarms were very low compared to other test-bed controllers. Additionally, the controller housing and speaker were carefully examined and a significant amount of dust particles was identified inside the controller, covering the back of the speaker. Additionally, some damage was noted to the controller case seal. The cause for the low sound was a defective speaker related to the contamination identified on the speaker. The cause of the contamination inside the controller cannot be determined, but it is likely related to the damaged gasket on the controller case. No additional information will be forthcoming.